Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, at the first firing, the reload was loaded once but it did not fit well. When loading the cartridge again in linear stapler, it got apart. When the doctor received the reported circular stapler from the nurse, a white fragment fell into the doctor's palm. First device was planned to be used in the oral side colon, but it was not able to be used. Second device was planned to be used in colorectal anastomosis, but not able to be used. It was unknown which part of circular stapler the fragment belong to. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.